Event description:
It was reported that a large volume infusor leaked from filling port. The issue was further described as, ¿there is liquid between the outside of the bladder and inside of the housing¿. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d4 information. H4: the lot was manufactured between (B)(6)., 2023 ¿ (B)(6), 2023. H11: the actual device was not available; however, a video and photo of the sample were provided for evaluation. Visual inspection of the video and photo did not identify any leaks from the fill port; tiny droplets of fluid were observed located in the interior wall of the housing which resembled condensation. Over time, condensation would dissipate or dry up. The reported condition was identified as condensation; however, is not a product defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.